Event description:
It was reported to philips that the device did not work during an emergency. After successfully delivering the first shock via pad, the defibrillator would not deliver a second shock for a patient in ventricular fibrillation. "Error 1" was displayed on the device. The users cycled the power; however, the device showed the same error with a ¿dark¿ display. The users switched to a different defibrillator without delay and were able to treat the patient. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The heartstart xl defibrillator was evaluated by the philips repair bench. The device passed functional testing. The error log showed a relevant ¿00001 charging circuits¿ error for which the heartstart xl service manual recommends replacement of the power pca or control pca. This report of failure to deliver a shock is consistent with a defib charging error that was not resolved by cycling the power. According to service bulletin (B)(4) the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All accessories associated with this defibrillator were also discontinued as of 31-december-2013. And, the end of support date for the device was 31-december-2018. Due to end of support, the repair bench technician was unable to replace the power pca or control pca. As multiple components were identified for replacement during repairing the device, a definitive cause for the failure could not be determined. In addition, during evaluation, it was identified that an unsupported battery was in use. The heartstart xl instructions for use (edition 7, publication m4735-91900, page ii) states: "use of supplies or accessories other than those recommended by philips may compromise product performance."

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device was being used during an event, and it displayed "error 1" and stopped working. A reboot was attempted and failed. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was being used during an event, and it displayed "error 1" and stopped working. A reboot was attempted and failed. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.